Event description:
The complainant alleged that during incoming inspection of the device they were unable to activate the defibrillator sync function. The complainant indicated there was no pt involvement with this reported malfunction.